Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the staples were deformed and crossing over the vessels. Hemostasis wasn't achieved. Another clip applier was opened to finish procedure. Three minute delay, no adverse event for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9240k: the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.